Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. A customer reported as a result of getting lower than feels readings, he stopped taking his medication, which resulted in hyperglycemia. He reportedly "talked really fast and said things that he would not have said if he wasn't hyper. Got into fight with his mother. Had cramps in feet and legs." The customer further reported he went to see a doctor who diagnosed him with hyperglycemia and "referred him to an eye specialist because his eyes were affected by high blood sugar and he nearly had surgery but he refused and he is constantly being monitored." The customer refused to complete the medical survey, hence, no additional information is available. Based on existing information, there is no indication adc device contributed to a serious injury.